Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in portugal as follows: it was reported that during a surgery on an unknown date in 2022 with lateral femoral nail (lfn), surgeon had immense difficulty in placing proximal screws. It had an impact on the patient and everyone in the room as they were more exposed to the x-ray because more intensive use of this method for viewing was required. There was unspecified amount of surgical delay. The surgical technique was also altered, which made the surgery more invasive. This report is for one (1) standard insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 03.010.045. Lot # 9771490. Manufacturing site: werk hagendorf. Release to warehouse date: 28 jan 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed scratches and dents on the insert-handle f/expert tn+fn indicating normal traces of usage. However no defect was found that may cause assembling issues. A functional test could not be performed as the mating device was not returned. A dimensional inspection was performed for the insert-handle f/expert tn+fn and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was no confirmed as the observed condition of the insert-handle f/expert tn+fn would not contribute to the complained device issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.